Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs on a cobas e 801 module. The complained sample initially resulted in a troponin t value of 593 ng/l. A second sample collected from the patient resulted in a troponin t value of less than 5 ng/l. A third sample collected from the patient resulted in a troponin t value of 5 ng/l. The complained sample was repeated, resulting in a troponin t value of 5 ng/l.

Manufacturer narrative:
The troponin t reagent lot number was 688155, with an expiration date of 30-apr-2024. Calibration signals were lower than expected. Upon review of the alarm trace from 19-oct-2023, there were seven sample clot detection alarms and 2 sample short alarms. The investigation is ongoing.

Manufacturer narrative:
Controls were within range on the day of sample testing. Calibration and control data do not point to a general reagent or instrument issue. The field service engineer decontaminated a syringe barrel and tubing. Pinch tubes were straightened as these were bent. Probes were checked and were ok. A hardware issue can be ruled out. The investigation could not identify a product problem. The cause of the event could not be determined. Medwatch fields d1, d2, d4, g1, and g4 have been updated.